Manufacturer narrative:
A specific root cause could not be determined with the information provided. Additional information was requested but not provided. The misaligned sample probe was determined to not be a likely cause as this would have caused the incorrect result to be much lower as well as impacting additional results. The tina-quant albumin gen.2 test uses a very low sample volume, therefore a partly clotted sample probe is assumed to be the root cause. The system is running within specification after the service visit.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer alleged they received questionable tina-quant albumin gen.2 (alb) results on their c501 analyzer. The customer stated they have had issues like this in the past. The customer provided data for three samples, one of which had discrepant results. The patient's sample being tested was a urine sample that was received in a sample cup. The customer stated the patient's sample color was straw, clear. The patient's initial alb result was 3.22 mg/l accompanied by a data flag. The sample was repeated and the result was 12.58 mg/l and it was reported outside the laboratory. On (B)(6) 2014, the customer ran seven repeats of the patient's sample and received a range of results from 75 mg/l to 104 mg/l. The customer also provided a result of 105 mg/l from this analyzer for the patient. The customer stated the sample was tested with a dipstick and got a "trace" result. The customer stated the result indicated a urine alb of (B)(6) 2014, the customer tested the patient sample on another c501 analyzer and the result was 111 mg/l. The result was issued as a corrected result. There were no adverse events. The alb reagent lot number was 69253701 and the expiration date was 08/31/2015. The field service representative found that the sample probe was mis- adjusted. He adjusted the sample probe. He performed a precision test.